Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record was not possible as no lot number was provided.  Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 9680001-2019-00020. During a supraventricular tachycardia procedure, a pericardial effusion occurred. After using the catheter in the left atrium, the device appeared distorted on ensite. While troubleshooting the connections, the patient became hypotensive. Ultrasound was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The physician believed the coronary sinus was perforated while maneuvering the catheters.